Event description:
The customer reported that upon incoming inspection testing, the battery would not power up the defibrillator. There was no patient involvement.

Manufacturer narrative:
The customer did not provide the defibrillator serial number.